Event description:
An infusion pump with failure code 7, found during pt use with no pt injury or medical intervention. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt demographics. The medication involved was morphine with an infusion rate of 6 mg per hour from a bag. The volume to be infused was 150 ml for between 7-10 days. Product code 2m9856 tubing was used. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.